Event description:
A hemodialysis inpatient use facility has reported that during treatment a blood leak occurred. The leak was visually observed, blood test strips were used, and the machine alarmed. Estimated blood loss was 200cc's. Pt has no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.